Event description:
It was reported to philips that the system was not booting up automatically. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files indicated that the host-pc did not startup confirming the malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the system was not booting up automatically. Fse replaced the host pc with the old hard drives and installed software which resolved the issue. The defective host pc was returned for analysis. The cause of the host pc could not be conclusively determined by the supplier's part analysis. However, after replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.